Event description:
It was reported that the patient experienced a difficulty charging the implantable pulse generator (ipg) as well as flipping sensation in the low back. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced a difficulty charging the implantable pulse generator (ipg) as well as flipping sensation in the low back. The patient underwent an ipg replacement procedure. Additional information was received that patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.